Event description:
It was reported that the pt underwent an open incisional/ventral hernia repair on (B)(6) 2010 under general anesthesia, with preperitoneal mesh placement. Post-operatively on (B)(6) 2010, the pt developed urinary retention / abdominal bloating. The pt presented to the emergency dept on (B)(6) 2010. The pt was treated with a foley catheter and rapaflo was given. The pt was found to have a large amount of stool but no obstruction and the diagnosis was that pt's symptoms were more related to the urinary retention. Currently, the pt has recovered very well from the hernia standpoint and continues to still have occasional urinary issues which are being treated by the primary care physician.

Manufacturer narrative:
(B)(4). Urinary retention. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.